Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to use, there were four electrical cables in one package and no inner or sterile packing. It was noted that the packing box was sealed with a sticker and the orientation of the sticker was observed to be positioned differently than expected. The cables were not replaced and no patient complications have been reported as a result of this event.